Manufacturer narrative:
(B)(4). It was reported that receiver was exposed to water damage. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. Patient exposed receiver to moisture against user guide recommendations. No additional patient or event information is available.